Manufacturer narrative:
A supplier corrective action request (scar) was issued to the tubing supplier conmed. Potential root cause: raw material (resin) with foreign matter from conmed's supplier. The following corrective actions have taken place by conmed: requested an incoming inspection of the resin of 30 lots. The device history record (cips) for the resin part numbers will be updated in order to include the inspection of resin. Deroyal no longer receives this product from conmed. Quality control issued a memo which was reviewed with the supervisors and assembly personnel to be more aware of any debris, discoloring, colored /unknown substances, etc. On products. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
This report is being filed due to a retrospective review of complaints. This complaint has been reopened for further investigation. A user facility medwatch report (#(B)(4)) was received reporting contaminated cmc hysteroscopy pack. After patient was asleep for surgical procedure, supply on the sterile field was contaminated from factory. Suction tubing contaminated with red substance on outside of tubing. All sterile supplies and instruments on the field had to be replaced. Suction tubing saved for quality. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
After patient was asleep for surgical procedure, supply on the sterile field was contaminated from factory. Suction tubing contaminated with red substance on outside of tubing. All sterile supplies and instruments on the field had to be replaced. Suction tubing saved for quality. (Cmc hysteroscopy pack)